Manufacturer narrative:
Method: medical review. Results: per medical review - lens tears or nicks can occur at any stage from manufacture to surgical manipulation. There was no report of similar complaint for the injector system or lens. The cause of lens tear cannot be determined. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens tore on insertion, lens was removed and replaced with another staar lens. The incision was not widened, sutures were required for astigmatism correction. Cause of lens tear is unknown.

Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic cut in three pieces. One loop haptic is bent. There was evidence of clear surgical residue on the lens. An aq cartridge was returned and no visible damage was found on the product. There was reddish residue inside cartridge tip. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Lens work order search. A lens work order search was performed and no similar complaint was found. Conclusion not yet available. Evaluation is in progress. (B)(4).